Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 1998 and mesh was implanted concurrently with laparoscopic burch bladder suspension.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 1998 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress incontinence.

Manufacturer narrative:
It was reported that following procedure the patient experienced urinary tract infection.